Event description:
It was reported that there was an impedance issue. It was noted that there was a loss of stimulation and therapeutic effect. It was noted that a replacement was required as a result. It was noted that impedances testing and reprogramming was performed. It was noted that the issue was not resolved and the cause of the issue was not determined. It was noted that the lead only worked on contacts 5, 11, 12, 14, and 15. It was noted that it was unknown if there were any additional symptoms associated with the event and the patient status was not able to be obtained. Additional information received reported that the patient was with an active spinal cord stimulation therapy. It was noted that the patient was not fully satisfied with therapy. It was noted that they had full therapeutic effect on one leg and partial on a second leg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# 0206933504, product type lead. (B)(4): analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.